Event description:
It was reported that a user on the second full day of ilet use experienced hyperglycemia after announcing a breakfast meal, followed by an interruption in insulin delivery due to depletion of the insulin supply; after guided supply change and resumption of insulin, glucose began to decline. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education, with continued use of the ilet without reverting to alternative therapy. Investigation included customer interview and troubleshooting that confirmed the device resumed dosing after supplies were replaced. Investigation of this case revealed insulin out-of-drug leading to a temporary cessation of insulin delivery and postprandial hyperglycemia early in adaptation, with no device malfunction once supplies were restored. It was concluded, based on previously established findings for similar reports, that the cause was user-dependent depletion of insulin and expected early-algorithm adaptation, with no confirmed device failure.